Event description:
Provider states the right side frame where you attach the wheel is broken on the weld. Per parts book must replace hardware due to hinge pin being replaced from a fixed to a removable.